Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed incoming testing and had damaged cable insulation. The cable was replaced and the head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head was in need of repair due to physical damage consistent with everyday use of the head. This includes, but is not limited to, cord kinks, insulation damage of head cord, and physical damage to the head itself. The head was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.